Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6), 2010 at 5:41pm. The patient reported blood glucose results of "186, 145, 142, and 136 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed 6 hours before the start of the alleged issue, he was feeling dazed and lethargic. The patient however denied receiving any medical treatment due to the alleged symptoms. At the time of troubleshooting, the cca was able to confirm the results were obtained from the same approved sample site and the unit of measure was set correct at the time of testing. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient had become symptomatic prior to the start of the alleged issue. The patient did not receive any medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.